Manufacturer narrative:
Investigation summary: the event unit as returned for evaluation. Upon visual inspection, engineering observed the unit was returned in the latched position with the jaws fully closed. Engineering observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. Upon further inspection, engineering analyzed the device activation logs that were extracted from a microchip in the device key, the part of the device that connects to the generator, and found 38 activations. Engineering confirmed the "reactivate" and "check device" alarms observed during the event. "Reactivate switch released" alarms indicate premature release of the fuse button. Premature release of the fuse button will result in an alarm by the generator and interruption of energy output; a safety feature by design. Engineering tested the device and was unable to replicate the alarms observed during the event. The root cause of the event is a bent component within the trigger of the handle. The root cause of the alarms observed during the event could not be determined as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Patient status - no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Lap segmentle colectomy - "usual set up with no issues. Thirty seven activations, with check device error at 16/20 and reactivate at 21. On 34 the activation mr. (B)(6) pulled back the blade lever then squeezed the handle to release the ratchet. Ratchet did not release, he activated on the tissue a further 3 times repeating the above actions. Tissue fell away from the jaws which remained closed. Replaced the device at this point I tried to unratchet the device non sterile and on 3rd attempt it did unratchet, I then closed the ratchet again but it got stuck closed again." Type of intervention: n/a. Patient status - no patient injury or illness occur associated with the complaint event.